Event description:
Boston scientific received information that the right atrial and right ventricular leads were reversed in the header of this cardiac resynchronization therapy defibrillator (crt-d), resulting in hospitalization due to a worsening heart failure condition. Surgical intervention was performed to correctly position the two leads in the header with no additional adverse patient effects reported.

Manufacturer narrative:
The device was modified surgically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.